Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that fill resistance was observed while filling the cartridge. Additionally, it was reported that the cartridge was damaged. Customer's blood glucose level ranged between 100-200 mg/dl. Reportedly, the customer was able to successfully fill the cartridge.